Manufacturer narrative:
The reagent lot number was 83810500. The expiration date was not provided. The customer performed probe maintenance and pir purge cycles. The analyzer alarm trace was inconspicuous, and the qc was acceptable. The investigation was unable to identify a specific root cause.

Event description:
There was an allegation of questionable elecsys hcg+beta results from the cobas 8000 - cobas e 602 module. The initial result was 4.48 miu/ml. This result was considered incorrect because the previous result from the day before was much higher, around 800 miu/ml. The sample was repeated on the same instrument with a result of 332 miu/ml and on a different instrument with a result of 331 miu/ml. These values were believed correct and reported outside of the laboratory.